Event description:
The manufacturer received information alleging a trilogy 202 ventilator was failing pv tool testing. There was no serious patient harm or injury that occurred or was reported. The trilogy 202 ventilator was initially evaluated by a philips remote service engineer and then returned to a third party service center for further evaluation. The service technician states that two error codes were found in the device's error log relating to an oxygen blending module (obm) accy urgent service and ripc to comm to obm failed. The technician states that the obm printed circuit assembly (pca) board was replaced to resolve these obm failure errors. The front enclosure, rear enclosure, and filter duct were replaced due to cosmetic damage. It is also noted that there is a possible fault with pv tool issue. The device is awaiting retesting. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed.